Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019.

Event description:
The customer reported touchscreen and flow error issue. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Event description:
The customer reported touchscreen and flow error issue. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 15 oct 2019. The service technician confirmed that the flow error issue was resolved by replacing the data acquisition (pca) printed circuit assembly. The service technician performed re-calibration of the touchscreen and found there is nothing wrong with the touchscreen, it is working fine. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 09sep2019. Date of report: 01oct2019. Device code added. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.